Event description:
Reporter at facility stated that pump #1 of dual channel pump overinfused during clinical use. A 500ml bag of heparin with an unk concentration was programmed to infuse at a rate of 16ml/hr. The entire bag reportedly infused in 2 hours. Reportedly, no medical intervention was done following the overinfusion; no protamine sulfate was given because there was no sign of active bleeding. Per plan, the pt was transferred the next day to a critical care unit of another hosp. The day following the transfer, the pt expired. Per the risk manager at the facility, the pt's death is not directly related to the overinfusion of heparin; however, it is not known if it was a complication. No autopsy results are available. No specific pt details were available.